Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012582076 was returned and analyzed. Visual inspection was performed and the catheter was received with spiral array being knotted and a guidewire threaded through it. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Slide function was as expected, and the shape of the capture device was unremarkable with no atypical features. The catheter was connected to a test catheter interface cable without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks were observed along the extended portion, indicating proper functionality and alignment of the steering and slide mechanisms. The catheter was reprogrammed before connection to the generator via a test catheter interface cable, and therapy deliveries were successfully performed. The xray imaging revealed that the nitinol ball was completely dislodged from the dual lumen region. In conclusion, the inverted array issue was not confirmed during testing and the loop catheter failed the returned product inspection due to a knotted array and a dislodged nitinol ball. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulmonary vein isolation procedure using the pulsed field ablation catheter, a catheter array inversion occurred. The inversion was noted at the end of the procedure, and the physician was unable to pull the catheter into the sheath without resistance. Consequently, the catheter and sheath were removed from the patient's body as a system. An intracardiac echocardiogram showed no effusion, and the patient remained stable throughout the case. The procedure was completed with pulsed field ablation, and an supra ventricular tachycardia (svt) ablation was performed due to the patient's previous history. No patient complications have been reported as a result of this event.